Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. No signs of explosion were observed. The complaint is not confirmed.

Event description:
Customer reported that their adc freestyle freedom lite meter "exploded". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle freedom lite meter "exploded". There was no report of death, serious injury or mistreatment associated with this event.